Manufacturer narrative:
(B)(4). H3, the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor pad fractured while impacting the trial femur. Another impactor pad was opened to complete the case. There was no patient impact. There is no additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6. Reported event was confirmed via product return. Visual examination of the returned impactor pad identified signs of use (dings, nicks and scratches on the impactor surface). Product identifiers were verified. Device was confirmed to be fractured; not all fractured pieces were returned. The impactor pad fracture surface artifacts of hackle marks and river lines support the overload failure mode in which an overload fracture failure mode was identified. Dimensional analysis was unable to be performed due to the fracture. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.